Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. During troubleshooting, the fse identified connectivity issues between ippc and the host pc, which prevented ippc's synchronization with the host pc. The fse replaced bios battery and functional test were conducted to ensure the complete system operations. After replacement of the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not possible. The device was inside of clinical use at the time of the reported event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the bios battery which resolved the issue. The device was returned to use in good working order.